Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for a low hemoglobin and hematocrit (h&h) of 5.6 and 19.2. Dark and tarry stools were reported. The patient was transfused with 2 units of pack red blood cells (prbcs) on (B)(6) 2019. Coumadin and aspirin were placed on hold. The patient was transfused with another unit on (B)(6) 2019. Hemoglobin and hematocrit (h&h) rose to 8.1 and 27.1 the following day. Gastrointestinal (gi) was consulted and the patient was placed on protonix intravenous (IV) drip. An esophagogastroduodenoscopy (egd) and colonoscopy were performed on (B)(6) 2019. The egd showed one bleeding angioectasia that was treated with argon plasma coagulation. The colonoscopy did not show any active bleeding. Coumadin was restarted. The patient was discharged to home on (B)(6) 2019. Aspirin was kept on hold upon discharge.